Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a (B)(6) caucasian female patient who underwent revision augmentation with two 500cc mentor memorygel breast implants on (B)(6) 2005, underwent bilateral capsulectomy and allergan gel implant replacement on (B)(6) 2018 due to bilateral baker grade iii capsular contracture. During explantation, it was noted that the right breast implant was ruptured and per patient, the anesthesiologist discovered silicone in a lymph node in her right underarm while doing a pec nerve block under ultrasound. The patient reported that she has two or more lumps in her right and left underarm that are firm and tender, and small lumps in the outer quadrants of both breasts. The patient also reported right breast subareolar region pain and bilateral axillae pain. The patient also had us completed on (B)(6) 2018 that showed incidental finding of a 0.5 cm simple anechoic cyst at 9:00 periareolar region in the right breast. There are numerous lymph nodes with snowstorm appearance in the right axilla consistent with silicone deposition. The left axilla demonstrates multiple lymph nodes with snowstorm appearance consistent with silicone deposition. This was seen on a post explantation us, hoever, per patient. The axillary infiltration was noted during explantation procedure. The left side device may have also been ruptured or gel bleed occurred as evidenced by bilateral silicone infiltration of axillary lymphnodes, however, no left implant rupture was reported. This medwatch form is for the right breast prosthesis.